Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: trueicapsure vdd-2implantable pacing lead. It was reported that the patient experienced syncope and fell and hit his head, causing a bump. The patient experienced further syncope and was admitted to the hospital, where loss of capture and undefined impedance were confirmed. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn, capture, failure to impedance, high.

Event description:
It was reported that the patient experienced syncope and fell and hit his head, causing a bump. The patient experienced further syncope and was admitted to the hospital, where loss of capture and undefined impedance were confirmed. The lead was replaced. No further patient complications have been reported as a result of this event.